Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was confirmed. Upon evaluation, the esd700 diode array was shorted on the distribution node (dn) pca board. The cause of the inability to communicate is the shorted diode. The root cause of the shorted diode cannot be positively identified. Upon further evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front (te), between the front te and ECG electrode a. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a monitor.